Event description:
Customer reported discrepant samples from their sars-cov-2 tma runs done on the panther instrument sn (B)(4), which used an uncapped workflow. The samples were initially positive but did not repeat when retested on other platforms. Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
The customer noted they were running uncapped workflow and noticed long strings dangling from the sample shield. Hologic technical support (ts) noted this could be the source of cross contamination due to viscous samples. Ts advised customer to change the sample shield daily instead of weekly. Customer understood and did not want logs reviewed at this time, agreeing to change the sample shield daily and continue to monitor. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua (B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.